Event description:
Ous MDR - after an implantation period of about 76 months, oversensing was reported. The lead was replaced by a new one. No adverse patient side effects have been reported.

Manufacturer narrative:
The lead under complaint was subjected to an extensive analysis. Its performance was scrutinized, including a visual and an electrical inspection. The analysis revealed severe abrasion marks at the df-1 connector and in the area of the tricuspid valve. In this area, the insulation was found damaged as a result of wear and the conductor cable to the ring electrode was found fractured. These damages can be considered to be the root cause of the clinical event. Based on the characteristics and location of these damages, it is reasonable to assume that the lead had been subject to excessive mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. Further analysis revealed explantation damages i.e. The rv shock coil was found deformed. The analysis did not reveal any sign of a material or manufacturing problem.